Event description:
Following left breast lumpectomy in 10/2003 and re-excision in 2003, the device was implanted at the time of re-excision 2003. The device had good conformance and skin distance. Device balloon was close to the chest wall. Pt received brachytherapy treatment in the four days. A total dose of 34 gy (3.4 gy twice a day for 5 days) was delivered and tolerated well by pt. The device was explanted at the end of fourth day. In september 2004, clinical exam was compatible with rib fracture although chest x-ray and breast MRI did not demonstrate this finding. An x-ray performed in november 2004 demonstrated 2 rib fractures. Physician indicates this was definitely related to the device.